Event description:
It was reported that a smiths medical fluid warmer was not infusing as intended. Blood still slowly infusing in a large femoral line with the pressure on. This usually used to take a few minutes. After we switched to the normal saline, after about 8 min on full pressure was still infusing. No injury or intervention.